Event description:
Graft allowed bleeding while patient on extracorporeal membrane oxygenation (ECMO) and had to be removed. Previous heart transplant. Cause of death - heart failure due to complications from previous surgery.

Manufacturer narrative:
Date of death confirmed as (B)(6) 2015. Additional information: method code - actual device not evaluated , discarded by hospital. Corrected information: method code - previously reported that samples from same lot were being returned for testing, however the returned samples related only to complaint (B)(4) MFR report number 9612515-2015-00019. Vascutek is continuing to try and locate a graft from lot no 353787 for testing. Additional information: results code - no results available as no testing carried out to date. Conclusion code - conclusion not yet available - attempting to retrieve similar product from batch for analysis. Conclusion code - actual device not returned.

Event description:
This report is being submitted as follow-up 1 for mfg. Report 9612515-2015-00020 to provide additional/corrected information.

Manufacturer narrative:
Method: samples from different lot evaluated- no failure detected. Vascutek previously stated we were trying to locate a graft from same lot, however no grafts were available from this lot. Two grafts were returned and tested from another lot of same cat no. Related to similar complaint MFR. Report no. 9612515-2015-00019 which was submitted on 8/13/2015; graft porosity with citrated horse blood carried out; sealant analysis carried out. Result: two grafts that were tested for porosity were within acceptable levels. Sealant analysis of sealant content showed both grafts were within acceptable levels. Conclusion: unable to confirm complaint as actual devices were not returned. The graft was used for extra corporeal membrane oxygenation (ECMO). Vascutek products are indicated for use with cardio pulmonary bypass equipment but their use with ECMO has never been investigated; no failure or insufficiency was found with the two grafts tested.

Event description:
Thsi report is being submitted as a final rpeort to manufacturers report no 9612515-2015-00020.

Manufacturer narrative:
(B)(4). Method - discarded by hospital; sample from same lot returned from consignment for investigation on 7th july. Testing not yet begun; review of retained qc and manufacturing records carried out. Result - review of qc and manufacturing records showed batch was manufactured to specification; further results pending completion of evaluation. Conclusion - vascutek will report results in next follow up report.